Event description:
A peritoneal dialysis (pd) patient reported having discovered a fluid leak during pd treatment. The patient said there were multiple air detected in cassette warnings during drain 0 of 5. Then during fill one there was another air detected in cassette warning and fluid was leaking from the second stay safe connector. In a follow up the patient's nurse verified the leak event and stated that patient has been seen since the event and has no harm, adverse event or intervention associated with the leak. The patient was able to set up again that night and completed treatment. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having discovered a fluid leak during pd treatment. The patient said there were multiple air detected in cassette warnings during drain 0 of 5. Then during fill one there was another air detected in cassette warning and fluid was leaking from the second stay safe connector. In a follow up the patient's nurse verified the leak event and stated that patient has been seen since the event and has no harm, adverse event or intervention associated with the leak. The patient was able to set up again that night and completed treatment. The cycler set is not available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported having discovered a fluid leak during pd treatment. The patient said there were multiple air detected in cassette warnings during drain 0 of 5. Then during fill one there was another air detected in cassette warning and fluid was leaking from the second stay safe connector. In a follow up the patient's nurse verified the leak event and stated that patient has been seen since the event and has no harm, adverse event or intervention associated with the leak. The patient was able to set up again that night and completed treatment. The cycler set is not available to return as a sample.